Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 250cc and experienced autoimmune system diseases, pain and tenderness in both breasts, swelling, and deflation of the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.

Manufacturer narrative:
Additional information was received on 5/17/2019 indicating the patient experienced additional symptoms including psoriatic arthritis, headaches, sinus infections, and her left sphenoid is filled with a growth. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The following information was erroneously omitted from the follow-up report submitted on (B)(6) 2019: a manufacturing record evaluation (mre) could not be performed for the reported lot number. Multiple attempts were made to get clarification about the lot number, however no further information is available. If clarification is received in the future the mre will be completed. Manufacturer¿s reference number: (B)(4).